Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 345 mg/dl at the time of incident and current blood glucose level was 307 mg/dl. Customer experienced symptoms such as nausea. Customer not feeling ok to trouble shoot. Trouble shooting was performed for no delivery alarm and tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.